Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the display for the central nurse's station (cns) shut off unexpectedly. The screen displayed a constant "no video input" message. They later found that the main power switch on the cns had been mistakenly powered off and had been overlooked at the time. Switching it on resolved the issue. No patient harm or injury was reported. Investigation summary: nihon kohden technical support (nk ts) completed troubleshooting with the customer, suspecting the issue was due to a user related setup. After following up with the customer, the customer stated the issue was due to the cns device being inadvertently powered off at the main unit, due to a user error. Once the issue was resolved, no further error messages were displayed, nor were any further issues reported. Nk was able to confirm the reported issue was due to the device having been inadvertently shut down ungracefully, which led to the device displaying an error message. Unfortunately, we were unable to determine a definitive root cause, as the issue is user dependent. However, since the issue was resolved by a reboot of the system, it is possible that the issue was attributed to a user related error, due to a lack of the customer performing preventative maintenance, as recommended. Our nk ts technician provided education and assistance to the customer to resolve the issue and prevent future issues. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the display for the central nurse's station (cns) shut off unexpectedly. The screen displayed a constant "no video input: message. They later found that the main power switch on the cns had been mistakenly powered off and had been overlooked at the time. Switching it on resolved the issue. No patient harm reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the display for the central nurse's station (cns) shut off unexpectedly. The customer stated that the display has a constant message for "no video input." The customer stated that the monitor does have power to it as the display backlight does light up, and there is the message displayed. The customer stated that there is only one display connected to the cns via the dvi port. The customer was able to find a vga cable to attempt to connect the vga port to the display; however, the no video out problem was still present. They later found that the main power switch on the cns had been mistakenly powered off and had been overlooked at the time. When it was turned on, the issue was resolved. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. (B)(6).

Event description:
The biomedical engineer (bme) reported that the display for the central nurse's station (cns) shut off unexpectedly. The customer stated that the display has a constant message for "no video input." The customer stated that the monitor does have power to it as the display backlight does light up, and there is the message displayed. The customer stated that there is only one display connected to the cns via the dvi port. The customer was able to find a vga cable to attempt to connect the vga port to the display; however, the no video out problem was still present. They later found that the main power switch on the cns had been mistakenly powered off and had been overlooked at the time. When it was turned on, the issue was resolved. No patient harm reported.